Event description:
The customer stated they are doing bed to bed monitoring, and he says an alarm didn't pop up on the central station.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside pt alarms are not reported at the central station. There has been no report of pt harm/injury. Philips is updating the monitor's software to resolve this issue. Root cause - previously identified software deficiency. Based upon its serial number, this cited intellivue monitor is impacted by the issue described in (B)(4). The FDA was notified of this action on 07feb2012. Under certain circumstances, alarms announced at the affected pt monitors are not announced (either visual or audible) at the central station. If this issue occurs, the primary alarm function at the bedside monitor is not affected. All physiological information transferred from the bedside monitor is correctly displayed at the central station. There are no known instances where this failure mode has been associated with a death or serious injury. No further investigation or action is warranted.